Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va1gsxj045, product type: screening device. Product ID: 977d260, lot# va1ffmw014, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient with an external neurostimulator (ens). The rep reported that there was an out of regulation (oor) code seen. The rep reported that they were in the middle of a trial with 2 leads and seeing oor on two different ens¿s. The rep reported that they were using evolve programming (90 pulsewidth, 1,000 rate) and when they increased to 3.4v they saw oor. The rep reported that all impedances were in range and everything appeared to be connected. The rep reported that they changed the batteries in the ens but still saw oor before they programmed anything. The rep reported that the patient was sore on their left side. The rep reported that they then switched clinician programmers and was able to initiate programmer with 90 pulsewidth. One thousand (1,000) rate on electrodes 5 and 6 but as soon as they increased voltage to 3.7v they saw oor. The rep decreased rate to 500 and was able to increase to 5v before seeing oor. The rep reported that they then went back to 4.3v and changed rate to 1,000 and was able to program this ok. The rep checked impedance values at 3.0v and out of range values were 4-5, 4-6, 4-7, and 5-6 which were all less than 150 ohms. The rep reported that with reference 0-15 all were less than 1,000 ohms but with reference 4, contacts 5, 6, and 7 were showing less than 150 ohms. The rep reported that the other lead was fine/not showing oor. Additional information was received from the rep on 2017-05-22. The rep reported that the patient was programmed around the oor related impedance. The rep reported that the oor and low impedances had not been resolved. The rep reported that the patient¿s soreness had resolved. No further complications were reported.